Event description:
It was reported that approximately two years and seven months post port placement procedure of right neo left breast, the catheter was allegedly fractured. It was further reported that the catheter was removed and fixed by holding ring between the site and the catheter. The procedure was completed by percutaneous ablation with a lasso. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, kit, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, kit, 8f are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023). Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, kit, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, kit, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp implantable port with a groshong catheter in two segments were returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is confirmed for the reported fracture and identified wear, deformation, material separation issues as a complete circumferential break was noted on the distal end of the attached catheter. Under microscopic observation, the surface was noted to be granular and glossy. Furthermore, a complete circumferential break was noted on the proximal end of the distal catheter segment. The surface was noted to be granular and glossy. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years and seven months post port placement procedure of right neo left breast, the catheter was allegedly fractured. It was further reported that the catheter was removed and fixed by holding ring between the site and the catheter. The procedure was completed by percutaneous ablation with a lasso. There was no reported patient injury.